Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the approximately two weeks post implant the right atrial (ra) lead exhibited loss of capture and sensing and had dislodged. It was also reported that during the repositioning procedure the ra lead dislodged again. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.